Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 3.1, lab: 2.4. Meter and lab tests were ran within 4 hrs of each other. Caller reports using more than one drop of blood.

Manufacturer narrative:
Investigation pending.